Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s status declined on (B)(6) 2018 requiring reintubation. A transesophageal echocardiography (tee) found a debackey ii aortic dissection. Moderate aortic insufficiency (ai) was observed along with a large false lumen in the ascending aorta extending to the valve. This was reportedly the source of the ai. The patient was emergently taken to cardiothoracic operating room (ctor) for dissection repair and was placed on bypass. The outflow graft was removed from the ascending aorta which was found to be thin and was replaced with a dacron graft to which the outflow graft was surgically sewn to. The aortic valve was surgically closed shut due to the moderate ai. The patient remained intubated and was taken back to the intensive care unit (ICU) for recovery. Sedation was to be weaned in attempt to wake the patient up. The patient¿s hematocrit was low due to post-operative anemia. One unit packed red blood cells (prbcs) was transfused on (B)(6) 2018 and again on (B)(6) 2018. The patient was taking the anticoagulant aspirin at time of event.